Manufacturer narrative:
Results: damaged motion interrupt pan.

Event description:
It was reported by service report that the bed was stuck in high height. There was patient involvement; however, no adverse consequences were reported.